Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of premature battery depletion was not confirmed. Device image analysis indicated anomaly in monthly battery voltage likely due to voltage trim data corruption. Thermal and mechanical analysis did not find any anomaly and battery was in normal range of operation. Longevity assessment was performed, and device had appropriate remaining longevity. The cause of battery anomaly was undetermined and the anomaly was not able to be reproduced.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.